Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Reportedly, the customer delivered multiple bolus deliveries in an attempt to correct for a prior bg level. Additionally, customer was using humalog supplies for over 48 hours. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Prior to being hospitalized customer delivered a glucagon injection and consumed carbohydrates in an attempt to treat bg level. Once hospitalized, bg was treated with an unspecified intravenous fluid. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.